Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following was noted in a chinese literature article: during an ablation procedure, the catheter was accidentally advanced into the proximal portion of the left anterior descending artery. Following ablation, the intravascular ultrasound showed a rupture of the intima at the proximal portion of the left anterior descending artery and a hematoma within the left anterior descending artery. A coronary angiography then showed a dissection at the proximal portion of the left anterior descending artery and an acute occlusion at the middle portion of the left anterior descending artery. Two drug-eluting stents were then deployed and restored the blood flow to timi grade 3. The procedure was still able to be successfully completed. Upon follow-up, the patient was noted to be stable. There were no performance issues with the device.